Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a sponge. The customer reported, the blue x-ray detectable string came loose from the gauze during surgery and was found by the doctor in the surgical site and was removed prior to closing.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.